Event description:
A barostim system was implanted on (B)(6)2024. As of (B)(6)2024, the patient was experiencing swelling and discharge at the ipg pocket. A follow-up occurred on (B)(6)2024, and the swelling had resolved. Per the opinion of the physician, there was no infection present, and the small amounts of fluid and/or blood at the pocket was normal for healing. As of (B)(6)2024, the patient was feeling better, and no additional follow-ups with the surgeon was planned. As of (B)(6)2024, the pocket incision was still leaking, and an assessment procedure was scheduled for (B)(6)2024. The patient presented on (B)(6)2024 with slight discoloration in the upper pectoral, shoulder, and right neck in the area of the ipg and csl. An exploration procedure was performed and found tissue necrosis with minimal healing at the ipg pocket and along the csl. The ipg and csl were explanted, the necrotic tissue excised, and IV antibiotics administered as the patient was historically noncompliant with medications. Cultures of the infected areas were obtained and came back positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was discharged on (B)(6)2024. In the opinion of the physician, the root cause of the infection likely was related to the patient's history of poor hygiene and pre-existing skin condition. The skin condition was not provided. As of (B)(6)2025, the patient's incisions looked good, and the infection appeared to be cleared. No additional follow-up was planned.

Manufacturer narrative:
The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom testing results were below action and control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. As of 16-oct-2024, the patient was experiencing swelling and discharge at the ipg pocket. A follow-up occurred on (B)(6)2024, and the swelling had resolved. Per the opinion of the physician, there was no infection present, and the small amounts of fluid and/or blood at the pocket was normal for healing. As of (B)(6) 2024, the patient was feeling better, and no additional follow-ups with the surgeon was planned. As of (B)(6)2024, the pocket incision was still leaking, and an assessment procedure was scheduled for (B)(6) 2024. The patient presented on (B)(6) 2024 with slight discoloration in the upper pectoral, shoulder, and right neck in the area of the ipg and csl. An exploration procedure was performed and found tissue necrosis with minimal healing at the ipg pocket and along the csl. The ipg and csl were explanted, the necrotic tissue excised, and IV antibiotics administered as the patient was historically noncompliant with medications. Cultures of the infected areas were obtained and came back positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was discharged on (B)(6) 2024. In the opinion of the physician, the root cause of the infection likely was related to the patient's history of poor hygiene and pre-existing skin condition. The skin condition was not provided. A follow-up was planned for two weeks.

Manufacturer narrative:
The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, and lal testing results were below action and control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was likely related to the patient's poor hygiene and pre-existing skin condition. Cvrx ID# fc-000750a.